Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 8987936.

Event description:
It was reported that patient experienced ineffective therapy. Multiple attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on one lead and x-rays showed that the lead had migrated. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
It was reported to abbott a patient was having increased left sided lower back pain. Interrogation of the patient¿s system showed the 9-16 lead had high impedances on all but one contact. One lead had migrated out of the epidural space. Reprogramming was able to provide full low back coverage. A lead revision is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.